Event description:
A report was received that the patient was believed to have pocket discomfort and underwent a revision procedure wherein ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.